Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of raynaud's phenomenon is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: raynaud's phenomenon.

Event description:
Patient reported being diagnosed with "raynaud¿s phenomenon." Side was unspecified, this record is for the left side. No indication of treatment or surgical reoperation. Device remains implanted.

Event description:
Un-reporting medwatch.